Manufacturer narrative:
(B)(4). This complaint is for a report of an overprime - leak out of patient line. The complaint was not confirmed due to a lack of sample and no root cause was determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
A home patient (hp) contacted global technical services requesting assistance with the home choice (hc) machine during prime. The hp stated they overprimed the patient line. The technical service representative (tsr) explained that only the heater bag should be placed on top of the machine during the prime and that is was ok for the hp to connect aseptically for tonight's therapy. There was patient involvement, but no injury or medical intervention was reported at the time of the incident. A follow up was done via phone call. The hp confirmed they continued with therapy with no other issues. There was not injury or medical intervention as a result of this incident.

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted. Should additional information become available, a follow up MDR will be sent.